Event description:
It was reported that mechanical ventialtion ceased during use. There was no injury reported. The device generated an alarm. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person in named in the ufr was not able to provide additional details. In fact, it could even not be clarified if there was patient involvement or not - the description of event was unspecific in that aspect, and the ufr did not contain any patient data which would rather be an indication that the issue was detected during pre-use check. The pre-use check contains some automatic test steps the device performs autonomously after start, and the user is also advised to perform some steps manually that can't be automated. For example, it is recommended to start a ventilation episode to verify that pressure and flow is delivered to the patient opening. These steps are able to detect various conditions which do not allow automatic ventilation (if these conditions are present already when the test is performed). The device was in operation for 14 years already, status of preventive maintenance and repairs is not known to dräger. Thus, further conclusions cannot be derived from the user's report - the issue may have been related to use error, lack of maintenance, technical issues with the device or to a combination of these factors. The device design allows manual ventilation via the built-in breathing bag including gas dosage even in switch-off state - in case of e.g. Emergency it was possible to support a patient.

Event description:
It was reported that mechanical ventialtion ceased during use. There was no injury reported. The device generated an alarm. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report.